Manufacturer narrative:
During visual investigation it was determined that the stop pin, laser-welded to the expanding sleeve, was broken due to high bending forces and therefore it got detached. The fractured surface of the welding seam showed the appearance of a forced rupture. The geometry of the welding seam indicated that the laser-welding seam was correctly performed. Moreover, the stop bar of the screw had heavy plastic deformations due to the collision and friction with the stop pin. Because high torsional forces acted several times during application, high bending forces also occurred upon to the stop pin finally leading to the breakage of the laser-welding seam. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material or manufacturing related issue.

Event description:
During work shop the fixation pin was broken.